Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is to correct information that was reported in error on a previous medwatch.

Event description:
It was reported that the patient underwent right total knee arthroplasty in 1994. Subsequently, the patient was revised on (B)(6) 2014 due to polyethylene wear. The tibial bearing was removed and replaced.

Event description:
It was reported that the patient underwent a right total knee arthroplasty in 1994. Subsequently, the patient was revised on (B)(6) 2014 due to polyethylene wear. Review of radiographs revealed the femoral component was no longer in alignment with the tibial component and was not tracking on the tibial bearing. The femoral component, tibial tray, and tibial bearing were removed and replaced.